Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 10mg/ml at 2mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported that he started having symptoms of withdrawal 7 days ago. The patent was due for pump replacement before (B)(6) 2019. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician did a dye study and a roller study on (B)(6) 2019. Both studies were normal. The catheter was aspirated easily, and dye injected. The catheter tip was at t10. The actions and interventions taken to resolve the issue was the physician recommended that the pump be replaced soon so the patient would be scheduling surgery. The physician was also going to increase the pump dose by 10%. Surgical intervention did not occur but was planned though not yet scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported.